Event description:
It was reported that during the implant procedure, this lead exhibited abnormal, increasing pacing impedance measurements. The lead was not used and another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the increased pacing impedance measurements observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this lead exhibited abnormal, increasing pacing impedance measurements. The lead was not used and another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.